Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
The instrument was tagged and set aside until the following day. The representative brought in a phantom head test model to test the accuracy. The testing proved the instrument to be accurate for the representative and it was also accurate for another physician that tested it.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. During the procedure on (B)(6) 2019, tracer registration was used to verify the straight suction tool and accuracy. After going to the tip of the nose with the suction, the instrument was no longer accurate; 2-3mm to the left. It was noted all instruments were inaccurate at that time. The straight suction had to be re-verified. On (B)(6) 2019, the straight suction and 70 degree suction were used and accurate the entire time. There was no procedure delay. The issue did not result in aborting surgery, imaging, or navigation. There was no impact on patient outcome. No complications were reported/anticipated.